Event description:
It was reported in a scientific article that a vns patient had an infection and the stimulator was removed 3 months after implantation. At the moment, good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Article citation: fohlen, martine. "Results of vagus nerve stimulation in 10 children with refractory infantile spasms." Epilepsia 39.6 (1998): 170. Print.